Manufacturer narrative:
B5: clarification was received stating, ¿the issue was resolved after changing the transfer set¿. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leakage was observed during use of a minicap extended life pd transfer set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.